Event description:
A nurse reported that multiple doctors at the facility have reported the infusion line becoming disengaged from the trocar on multiple occasions making it difficult to maintain the intraocular pressure. There was no patient harm reported. This is the fourth of four reports being filed for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is 1 of 4 complaints reported for this issue on the 23 ga product. This is 1 of 2 complaints of this nature reported against the finished goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Consequently, the customer's complaint of the infusion line's becoming disengaged from the trocar could not be replicated. A sample was not returned for this complaint; a root cause could not be identified. An action has been opened to determine potential causes and implement appropriate corrective action for complaints of this similar nature. To date, the infusion cannula was modified to reduce dimensional variability, which can impact functionality of the mating parts. Additionally, surgical research and development will continue to evaluate further enhancements to the design of the engagement feature for this device. (B)(4).